Event description:
According to a medical facility's incident report, in 2001 during a colonscopy procedure while in the transverse colon, the "direction (angulation) cable of the endoscope broke". The physician was "unable to straighten the scope tip", however the colonoscope was slowly withdrawn from the patient without injury. The colonoscope was "stuck in a retroflexed position".